Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d4, crt-d, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that within a few days of implant, both the rv (right ventricular) and lv (left ventricular) leads were dislodged. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.